Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3587a, lot# n0037378, implanted: 2006 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3487a-45, lot# j0537685v, implanted: 2006 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had the implantable neurostimulator (ins) was implanted on (B)(6) 2006. It was noted that the patient could no longer charge the device and needed it replaced.